Event description:
Tatit, r. T., loly, v. T. R., tawk, r. G., sandhu, j. S., guida, l. O. C., rios-zermeno, j., lima, j. S. B., <(>&<)> baccin, c. E. (2024). Dual approach for basilar artery fenestration aneurysm with insights from computational fluid dynamics.neurosurgery practice, 5(4), e00122. Https://doi.org/10.1227/neuprac.0000000000000122 medtronic review of the literature article found a case review of a 60-year-old female patient who underwent staged/dual approach em bolization procedures for the treatment ofa basilar artery fenestration aneurysm (bafa). The patient was diagnosed with bafa incidentally during work-up to investigate headaches. Digital subtraction angiography (dsa) revealed a 10.6mm aneurysm with a 4.72mm neck. The patient was started on dual antiplatelet therapy (dapt) 7 days prior to the initial endovascular procedure. During the first procedure a pipeline flex with shield 3.75 x 18 flow diversion stent was deployed. The catheter system used in the procedure included a phenom 27 microcatheter and navien 058 intermediate/distal access catheter. No device malfunction was reported. The pipeline was successfully deployed from the basilar artery through the right limb of the fenestration into the right vertebral artery (va). Follow-up angiography at 5-months post procedure revealed residual flow in the aneurysm. Further investigation found there was a second vessel feeding the aneurysm, a narrow, high-flow inflow from the left va. Therefore, a second endovascular procedure was performed for stent-assisted loose-packing coil embolization in which 5 axium coils were implanted and non-medtronic stent was placed in the left va to the middle portion of the left limb of the fenestration. An avigo 014 guidewire was also used in the second procedure; no issue was noted. The patient continued on dapt and follow-up dsa 6 months later confirmed complete aneurysm occlusion. It was noted that the initial treatment with a pipeline in the dominant fenestration likely failed to achieve complete occlusion because of persistent inflow from the contralateral side and was not due to any device malfunction or deficiency. It was noted that the two treatments could likely have been combined into a single procedure, but they were unaware at the time of the initial procedure with pipeline.

Manufacturer narrative:
B3. Reported event date is the date the article was published online. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.